Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor. Customer cannot recall their blood glucose reading. Customer was not able to rewind. The insulin pump was not exposed to magnetic field or x-ray. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with blank display due to severely corroded electronic assemblies. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor error alarm, prime or fill anomalies and rewind anomalies due to blank display. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Device received with corroded force sensor assembly and corroded motor home switch.